Event description:
It was reported that the handpiece was inserted to the consoled but it was not locked therefore the system did not work. There was not patient harm.

Manufacturer narrative:
The returned device was evaluated by the designated complaint unit and the initial visual inspection found no issued. The device was then functionally tested and the reported issue was confirmed. The cause was determined to be a badly damaged high pressure fitting at the distal end; unfortunately we were unable to determine how or when this occurred. All product complaints will continue to be tracked and trended to detect any recurring issues and if needed, additional corrective action(s) will be initiated at that time.